Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive. The customer's blood glucose level was 253 mg/dl. The customer administered a bolus via the pump. Reportedly, the customer plugged the pump into a power source and the pump turned on. The customer reported that manual injections would be used as alternate insulin therapy.